Event description:
On (B)(6) 2010, doctor implanted a screw in a male pt. During the implant of the screw, the head of the screw sheered off. Screw thread will remain in the pt at the doctor's decision. Patient's health was not compromised.

Manufacturer narrative:
Product returned to manufacturer and awaiting product evaluation results.